Event description:
The graft was placed as a right femoro to left popliteal bypass. Approx. 11 months postoperatively, a thrombectomy and patch angioplasty were performed. Approx. Three yrs later, while working in the garden, the pt felt a "crack" in his left upper leg. Painful swelling in the medial mid-thigh developed. The pt went to the hospital. Radiological examination revealed a pseudoaneurysm capsule around a completely torn graft. The capsule with the torn graft segments were returned for examination. A graft interposition was placed. As of this report, the pt is doing well.